Manufacturer narrative:
Initial.

Event description:
It was reported that the patient received urgent low glucose alerts from the ilet shortly after starting pump use without having eaten, saw a sensor reading of 54 mg/dl, took oral glucose tablets, and subsequently obtained a fingerstick value of 112 mg/dl; the device was calibrated with assistance, and the reported device problem and component could not be specified due to insufficient information. Symptoms included hypoglycemia alerts without associated clinical symptoms. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and available information was insufficient to identify a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.